Manufacturer narrative:
Age, weight, ethnicity: unknown, as information was asked but not provided. Date of event: unknown as information was not provided; the best estimate date is between 09-may-2022 and 23-jun-2022. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded intraocular lens (iol) was implanted in the patient's operative eye. The iol was explanted in a separate surgical procedure due to patient complaints of central disturbance in vision and replaced with a non-johnson & johnson surgical vision lens. The lens is not available for return as it was not saved. No further information is available.